Event description:
A customer contacted beckman coulter inc. (Bci) regarding the unicel dxh 800 coulter cellular analysis system generated erroneously low retic % (re%) results without instrument generated flags on a patient with pyruvate kinase deficiency. Erroneous results were reported out of the laboratory and questioned by the physician. The operator reran the specimen twice and recovered similar erroneously low re% results. The customer performed a manual retic count which recovered much higher retic results (65.0%) than the dxh800 instrument results. Corrected reports were sent out. No death, serious injury, or change to patient treatment was associated with this event.

Manufacturer narrative:
The patient specimen was collected in a 5 ml edta vacutainer tube and sampled within one hour of collection and stored at room temperature. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits. Review of raw data analysis is pending. Service was not dispatched for this event. The root cause for the erroneously low re% results is unknown to date for this event.